Event description:
Dr and surg tech noted to be attempting to remove a stuck guide pin inside of the 5.0 cannulated drill bit. The attempt was not successful. Second set of 7.3 cannulated tray was brought in and was used for the procedure. Dr was upset and said that because of the stuck guide pin, the guide pin penetrated the femoral head surface/cartilage. The procedure was completed with two of 7.3 cannulated screws were inserted on pt left hip. (B)(4).